Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity prior to device changeout. In addition, the patient's heart rate was also sixty beats per minute. The device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Supplemental correction to correct b1 adverse event/product problem, b2 outcomes attrib to adv event, h1 type of reportable event and h10 additional MFR narrative.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity prior to device changeout. In addition, the patient's heart rate was also sixty beats per minute. The device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.